Manufacturer narrative:
The device involved in the event will not be returned for eval as it remains implanted in the pt. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the pt had a procedure on (B)(6) 2010 with a bifurcated and an infrarenal aortic extension. Upon follow up, computed tomography revealed a mid graft endoleak. Additionally, the right common iliac limb was occluded. Physician relined with two infrarenals to correct the leak and elected to monitor the occlusion. No pt injury was reported.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiia endoleak and iliac occlusion were confirmed. A mfg record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The root cause for the reported issue was not definitely identified, and the identification of a design or mfg issue was inconclusive. The clinical review had the following info that may be likely factors related to the event. Use of the device outside the recommended use size of the device related to the bilateral iliac diameters of less than 10 mm, bifurcation diameter of less than 18 mm, and notably, both internal iliac arteries were chronically occluded. Other factors included: the reverse conical neck with an estimated 1.3 cm base; and current tobacco use as it relates to the occlusion; and antiplatelet therapy (aspirin) as it relates to the endoleak. Overall, misuse of the devices in the difficult anatomy appears to be the main contributor to the event.